Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture baker grade unknown, lymphadenopathy and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, lymphadenopathy and seroma-late.

Event description:
Physician reported "tight connective tissue around prosthesis, rippling, sensitivity", seroma, and "reactive lymph nodes in axillae". This relates to the right side. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: the weight the device within specification and brown particles on the shell. Cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: intact and functional.

Event description:
Physician reported "tight connective tissue around prosthesis, rippling, sensitivity", seroma, and "reactive lymph nodes in axillae". This relates to the right side. Device has been explanted.